Event description:
It was reported that venflon 2 pnk 20ga IV cannula was damaged. The following information was provided by the initial reporter: upon insertion, the venflon broke after the needle was removed. Additional information 9-june-2021: did the defect affect a patient? Did the needle have to be surgically removed? Except that a second venipuncture had to be set no impact. The broken cannula was seen in time and could be guided out. Surgical removal was fortunately not necessary.

Manufacturer narrative:
The following field was updated due to corrected information: h.6. Imdrf annex a grid: a0504 leak / splash. A180104 device contamination with chemical or other material. H.6. Investigation: the photos were received by bd for evaluation. A quality engineer was able to review the photos of a venflon 20ga from lot # 0356791 and item # 391452 with the reported issue that ¿upon insertion, the venflon broke after the needle was removed¿. The DHR of material number 391452 and lot number 0356791 to check for any quality notification and no quality notification was recorded on this lot. No samples and three photographs have been received from the customer and were used for investigation of the reported defect. The investigating team also used the retention samples of material code 391452 and lot number 0356791 for investigating the reported defect. The retention samples of 0356791 were retested for following investigation. Simulation of damage product with various media: by hand, by equipment, and by sharp accessories (knife / blade). Simulation: quality test - catheter pull test is performed to check amount of force required to break ptfe tube. Result: ptfe tube broke at approx. 19n force conforms the specification of product (min. 15n) conclusion there is no issue found related to ptfe tube in plant with respect to process wise. The defect simulated by blade or knife cutting where it cuts into two pieces suggests that the catheter was accidently cut by the blade or knife lead to incident of catheter fracture, the defect is generated during withdraw of catheter and there is chance of use of sharp accessories during practice. The rare end of the broken catheter in the photograph is similar to the catheter that was cut by a sharp accessory. The other end of the catheter mimics the reinsertion end of the catheter. Based on the photograph shared by the customer it appears that re-insertion of the catheter could have caused to break the piece of the catheter which has floated inside the vein. When we simulated the re-insertion technique we found that when inserting the catheter along with the cannula, we found that if the catheter gets even slightly titled( which may occur when inside the vein, as veins are not straight and can bend) it will give resistance to the cannula and not let it proceed further. Aggressive and desperate re-attempt to get access to the vein( when you see blood flow inside the cannula) will damage the catheter and break it into small pieces and which will fall apart from the catheter. When this catheter is pulled out from the vein, due to broken end the catheter will not get smoothly removed and cause resistance too. This will again require the healthcare worker to pull it out in desperation and which may be attempted by cutting it with knife or sessions. Re-insertion attempt is strictly contraindicated for ivc and we have printed this instruction on the venflon shelf pack back side. The defect is unconfirmed as there is no sample available to confirm the reported defect. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that venflon 2 pnk 20ga IV cannula was damaged. The following information was provided by the initial reporter: upon insertion, the venflon broke after the needle was removed. Additional information 9-june-2021 did the defect affect a patient? Did the needle have to be surgically removed? Except that a second venipuncture had to be set no impact. The broken cannula was seen in time and could be guided out. Surgical removal was fortunately not necessary.